Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the lv lead. Physician noted that patient has a sick heart. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2018. Patient was in stable condition.